Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer stated that the pump declares incomplete bolus alerts although the customer did not enter the bolus screen. The customer stated that the incomplete bolus alerts appears after a couple of hours of delivering a bolus. The customer was concerned that pump was not functioning as intended. Tandem technical support verified in the pump logs that an incomplete bolus alert was received. There was no reported impact to the customer's blood glucose levels.

Manufacturer narrative:
Corrected data: uncheck product problem; device code (B)(4) and replace (B)(4). On 9/29/2016: tandem certified diabetes specialist contacted the customer to educate about the incomplete bolus alerts received and that the pump is functioning as intended.